Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as patient did not wear a mask during therapy. The peritonitis was manifested by fever, abdominal pain, vomiting and cloudy pd fluids. The same day as the onset of peritonitis, the patient was hospitalized. Treatment for the event was not reported. Dianeal therapies were ongoing. The patient was discharged from the hospital seventeen days after admission. The patient was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.